Event description:
Same case as 2134265-2014-01806. It was reported that a guide wire detachment and vessel perforation occurred. The physician was performing rotational atherectomy. The target lesion was located in the 90% stenosed heavily calcified and tortuous circumflex artery. There was also a small bend noted about mid vessel. The physician successfully used a 1.25mm rotalink burr and then exchanged the 1.25 for a 1.50mm rotalink burr. While attempting to position the rotawire guide wire further distally in the lesion, the rotawire prolapsed. The physician was not able to "get the burr down" and cut the radiopaque segment of the rotawire guide wire off. The radiopaque segment of the rotawire guide wire was down in the vessel and the 1.50mm burr "caused a perforation." A covered stent was placed across the circumflex . Patient's condition was stable.

Manufacturer narrative:
Age at time of event: over 80 years of age. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).